Event description:
The user facility reported that the endoscopic image was missing via the flat connector input. Circuit board set was defective. An unspecified error message was displayed during preparation for use and when the endoscope was connected to the video processor (subject device.) No patient harm reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If the device is received later or if new information becomes available later, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined by a field service technician that an image was not displayed due to a board failure. The phenomenon improved after board replacement. No detailed information on the board failure was obtained. Olympus will continue to monitor field performance for this device.